Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in a mildly tortuous and moderately calcified vessel. A 5.0mmx40mmx135cm (4f) sterling balloon catheter was advanced for dilation. However, on the second inflation at near the rated pressure for 10 seconds, the balloon ruptured. The device was removed and the procedure was completed with a different device. There were no patient complications nor injuries reported and the patient was in good condition after the procedure.

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in a mildly tortuous and moderately calcified vessel. A 5.0mmx40mmx135cm (4f) sterling balloon catheter was advanced for dilation. However, on the second inflation at near the rated pressure for 10 seconds, the balloon ruptured. The device was removed and the procedure was completed with a different device. There were no patient complications nor injuries reported and the patient was in good condition after the procedure. It was further reported that the target lesion was located in the superficial femoral artery.